Event description:
It was reported that the bd safetyglide¿ needle was blocked during the vaccine injection. The following information was provided by the initial reporter: "incident details: writer used one inch needle to inject vaccine but vaccine would not administer, when writer pushed harder on syringe it was as if needle hub was blocked. Writer had to inject again in other arm of child so had 2 pokes, new needle used. Impact of incident: 2 injections instead of one".

Manufacturer narrative:
H.6. Investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 : see h.10.